Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the device associated with this complaint is a non-allergan device.

Manufacturer narrative:
The events of "reactive lymphadenitis, mammary siliconomas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "reactive lymphadenitis, mammary siliconomas".

Event description:
Patient reported right side rupture prosthesis diagnosed via MRI results. Patient also reported "bilateral reactive lymphadenitis and diffuse attributable to silicone. Bilateral mammary siliconomas". Device remains implanted.